Event description:
Pt reported a lap-band that "quit working" at the "3 year mark" and "had to be replaced for band slippage." It is not known how the problem was first noticed. The lap-band system was explanted and replaced. The reported event has not been confirmed by a healthcare professional.

Manufacturer narrative:
Unk. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is abdominal pain, then immediate re-operation to remove the band is indicated."